Manufacturer narrative:
Device passed the displacement test but a33 alarm during the basic occlusion test due to protruded drive support disk. Unable to perform the occlusion, prime/a33 and excessive no delivery test due to a33 alarm. Device received with broken battery tube threads. The p-cap locks into the reservoir compartment properly noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced hypoglycemia also insulin pump received compromised force sensor system alarm during the priming. The customer blood glucose level was 41 mg/dl. Customer stated the drive support cap was protruded. Customer stated damage to the battery compartment that had been there for 2 and a half years. The device will be returned for analysis.